Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a chiller issue in an arctic sun device. The repair needs to be done. Per sample evaluation results on (B)(6) 2024, it was reported that the arctic sun device was unable to fill the tank due to missing o-rings. Pump issues noted during decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a chiller issue in an arctic sun device. The repair needs to be done. Per sample evaluation results on 01feb2024, it was reported that the arctic sun device was unable to fill the tank due to missing o-rings. Pump issues noted during decontamination.